Event description:
It was reported that the device would intermittently power on/off and fail to recognize installed battery due to a loose contact. There was no report of pt involvement with incident.

Manufacturer narrative:
(B) (4). Physio-control verified the reported issue and found the battery pins in well one loose, causing an intermittent connection. Physio replaced the battery pins and observed proper device operation through functional and performance testing. The device was returned to the customer for use.